Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient reported, they had hypoglycemia symptoms of ¿crashing¿ that included dizziness, weakness, and shaking. The patient¿s child called emergency medical services (ems) at 3:00 am. Upon arrival, paramedics determined, the sensor was ¿off¿ and inaccurate. The cgm value was 83 mg/dl, but the bg finger stick value was 35 mg/dl. Paramedics gave the patient juice to drink to stabilize the bg level and no other treatment or medical intervention occurred. The patient and her daughter did not know how to calibrate the sensor, and paramedics completed calibration. No bg finger stick values were reported, prior to ems arrival. And it was not known if the patient had a glucometer at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl- (B)(4). Diabetes mellitus is a known cause of hypoglycemia.